Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of an event that occurred while operating the artis icono biplane system. During a patient procedure, no x-ray imaging on either plane was possible. It was reported that the patient had a brain rupture, however, the circumstances remain unclear and no further information was received in regards to the health of the patient. Siemens requested additional information regarding this event.